Event description:
It was reported that a cartridge alarm 05 occurred. Reportedly, the customer had followed the prompts during the load sequence. Additionally, it was reported that a cartridge alarm 06 occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. There was no reported adverse impact to customer's blood glucose level. Reportedly, customer loaded a new cartridge to resolve the issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.